Event description:
It was reported the pump is intermittently responding to the keypad buttons. The pt claimed the up and down arrow buttons have to be pressed multiple times for a response. The pump reportedly has not been exposed to water. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.